Manufacturer narrative:
After further review, this complaint is no longer reportable.

Event description:
It was reported that the device would not charge, despite having replaced the power cord. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not charge, despite having replaced the power cord. There was no patient involvement.